Manufacturer narrative:
This report is being supplemented to provide a correction for the h6 component code.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomena were not reproduced; the cause of the fault could not be identified since further information was not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, there was a deep scratch on top cover with metal exposed, the front panel mouth was cracked, the scope socket was faulty, as the locking mechanism was not protecting the pins, the non-olympus lamp life meter was reading at 491 hours, the light output measured within range and the lamp lifetime almost reached the 500 hours max. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was displaying error codes e315 and b30 during an unknown procedure. There were no reports of patient harm associated with this event.